Manufacturer narrative:
The reported console was received by hologic for investigation. A visual inspection, testing, and DHR review was completed with no problems found, the console passed all testing. We are unable to establish a relationship between the device and the issue reported.

Manufacturer narrative:
Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Appropriate term: air injection (soft tissue).

Event description:
This is the first of two reports related to one event. The second report is filed under 1222780-2020-00143. It was reported that during the biopsy, air was pushed into the breast and it traveled up toward the patient neck. The procedure was aborted. An x-ray was performed but came back unremarkable. The biopsy was not completed. No additional details available.